Manufacturer narrative:
(B)(4) date sent: 8/1/2016. Batch # ni the device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: are you able to clarify with the account how the stapler misfired? When he releases the handle half the staplers were still in load, tissue not completely sealed. What color cartridge was being used? Tr45w. How was the procedure completed? Yes with a different applier and different loads.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the account only stated there was a misfire. No other information provided. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # n54a9u. The analysis results found that the ats45 device was returned in good visual condition and with one tr45w cartridge loaded on the device. The reload was noted to have a wedge band bypass as the left side was fully fired and the right side was outer rows fully fired and inner row unfired. The cartridge lockout was found normal. No evidence of damage on deck was noted. The returned device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended, the staple line was complete and the staples were noted to have the proper b-formed shape. In addition the returned reload was disassembled to verify the condition of the internal components; the wedge sled and cartridge body and some drivers were noted to be damaged. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.